Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic inguinal hernia procedure, while positioning and docking the arm, the arm generated several unrecoverable high-priority alarms, followed by low-priority alarms. The team troubleshot the issue by pressing various buttons, as pressing the position button caused the alarm to restart. The arm was then unbraked and rebraked, and the instrument drive unit (idu) was checked. At last, the issue was resolved after the arm was restarted. The surgeon confirmed that the arm was not banded or collided prior to the issue and that it was working properly during draping. There was a delay of 6 minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported arm cart assembly. Three images were received for evaluation. This images depicted various error messages related to the arm cart assembly displayed on the operating room team interactive screen of the tower. Evaluation of the logs indicated that the arm cart assembly experienced an error code for 'linked to arm failure: robotic arm motor state', an error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - redundant controller state check' and an error code for 'linked to arm failure - non-recoverable - robotic arm brake state'. The error codes give a system recoverable inoperable error and a subsystem non-recoverable inoperable error. These error codes indicate a connectivity issue between the instrument drive unit of the arm cart and the z-slide. The error codes also report an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic inguinal hernia procedure, while positioning and docking the arm, the arm generated several unrecoverable high-priority alarms, followed by low-priority alarms. The team troubleshot the issue by pressing various buttons, as pressing the position button caused the alarm to restart. The arm was then unbraked and rebraked, and the instrument drive unit (idu) was checked. At last, the issue was resolved after the arm was restarted. The surgeon confirmed that the arm was not banded or collided prior to the issue and that it was working properly during draping. There was a delay of 6 minutes due to the reported issue. There was no patient injury.